Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part number: 280.900s, lot number: l047458, manufacturing site: (B)(4), release to warehouse date: 05. July 2016, expiry date: 01. June 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the proximal screw did not slide into the plate. A replacement screw had to be used to complete the procedure. No further information provided. Concomitant device reported: unknown plate ( part# unknown, lot# unknown, quantity 1) this report is for one (1) dhs/dcs lag screw 12.7mm thread/90mm-sterile. This is report 1 of 1 for (B)(4).